Event description:
Bayer case number: (B)(4). Lumbar pain [lumbar pain]. Tiredness [tiredness]. Weight gain [weight gain]. Iron deficiency [iron deficiency]. Otorhinolaryngology problems (serous otitis in both ears) [otitis]. Significant tinnitus [tinnitus]. Hearing loss [hearing loss]. Hoarse voice [hoarse voice]. Discomfort in the throat [throat discomfort]. Dysphonia [dysphonia]. Chilliness [chilliness]. Sleep apnoea [sleep apnoea]. Tachycardia [tachycardia]. Electrical hypersensitivity [electromagnetic hypersensitivity]. Gastritis [gastritis]. Significant stress [stress]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 24-mar-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("lumbar pain") in a female patient who had essure inserted (lot no. C68119) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On unknown date she experienced back pain (seriousness criterion medically important), fatigue ("tiredness"), iron deficiency ("iron deficiency"), ear infection ("otorhinolaryngology problems (serous otitis in both ears)"), tinnitus ("significant tinnitus"), deafness ("hearing loss"), hoarse voice ("hoarse voice"), oropharyngeal discomfort ("discomfort in the throat"), dysphonia ("dysphonia"), feeling cold ("chilliness"), sleep apnoea syndrome ("sleep apnoea"), tachycardia ("tachycardia"), idiopathic environmental intolerance ("electrical hypersensitivity"), gastritis ("gastritis") and stress ("significant stress") and was found to have weight increased ("weight gain"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to fatigue, weight increased, iron deficiency, ear infection, tinnitus, deafness, hoarse voice, oropharyngeal discomfort, dysphonia, feeling cold, back pain, sleep apnoea syndrome, tachycardia, idiopathic environmental intolerance, gastritis or stress. The reporter commented: period of occurrence: over ten years since essure insertion. Patient¿s current status: not specified actions taken to treat the patient in the healthcare facility: not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 73 kg. Case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Lumbar pain [lumbar pain] , tiredness [tiredness] , weight gain [weight gain] , iron deficiency [iron deficiency] , otorhinolaryngology problems (serous otitis in both ears) [otitis] , significant tinnitus [tinnitus] , hearing loss [hearing loss] , hoarse voice [hoarse voice] , discomfort in the throat [throat discomfort] , dysphonia [dysphonia] , chilliness [chilliness] , sleep apnoea [sleep apnoea] , tachycardia [tachycardia] , electrical hypersensitivity [electromagnetic hypersensitivity] , gastritis [gastritis] , significant stress [stress] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 24-mar-2025. The most recent information was received on 01-apr-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("lumbar pain") in a female patient who had essure inserted (lot no. C68119) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On unknown date she experienced back pain (seriousness criterion medically important), fatigue ("tiredness"), iron deficiency ("iron deficiency"), ear infection ("otorhinolaryngology problems (serous otitis in both ears)"), tinnitus ("significant tinnitus"), deafness ("hearing loss"), hoarse voice ("hoarse voice"), oropharyngeal discomfort ("discomfort in the throat"), dysphonia ("dysphonia"), feeling cold ("chilliness"), sleep apnoea syndrome ("sleep apnoea"), tachycardia ("tachycardia"), idiopathic environmental intolerance ("electrical hypersensitivity"), gastritis ("gastritis") and stress ("significant stress") and was found to have weight increased ("weight gain"). At the time of the report, no causality assessment was received for essure with regard to fatigue, weight increased, iron deficiency, ear infection, tinnitus, deafness, hoarse voice, oropharyngeal discomfort, dysphonia, feeling cold, back pain, sleep apnoea syndrome, tachycardia, idiopathic environmental intolerance, gastritis or stress. The reporter commented: period of occurrence: over ten years since essure insertion. Patient¿s current status: not specified actions taken to treat the patient in the healthcathe outcomes for these events were unknown. Re facility: not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 73 kg. Batch number: c68119, expiration date: (B)(6) 2017. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 01-apr-2025: quality safety evaluation of ptc. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.